Event description:
It was reported by customer that the cs100 intra-aortic balloon (iabp) equipment displayed error code "50" during routine maintenance. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 : event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer resolved the issue in-house. The customer reported the issue was confirmed to be within the power module. As a remediation action the customer located the fault from in the power supply and repaired it. The customer tested the unit for 3 days and did not see the fault return. After confirmation the customer believes the unit is fully repaired.

Event description:
N/a.